Manufacturer narrative:
A philips field service engineer (fse) was scheduled to inspect the system onsite. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry movement was partly available, rendering the system unusable on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.